Event description:
It was reported that following implant, the right ventricular (rv) lead dislodged twice. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).